Manufacturer narrative:
Returned device was received in decent physical condition. The lcd lens screen was scratched and cracked. Evidence of reported problem in event log was found. During the evaluation of the device, there was no fault was found with the returned device. The main board was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device gave an error alarm with code 45986. No adverse effects reported.